Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years two months post filter deployment, a computed tomography abdomen was performed, identifying the filter at the t12-l1 to superior l2 interspace. A left lateral filter wire was in the proximal left renal vein. Migration was unlikely based on the imaging study. Significant tilt was indicated to the right and ventrally with a 17-degree tilt to the right in the coronal plane and a 17-degree tilt in the sagittal plane. A grade 2 perforation was indicated with posterior struts extending 5mm outside the cava wall. After, nine days, another computed tomography abdomen was performed, identifying the filter at the t12-l1 to superior l2 interspace. A left lateral filter wire was in the proximal left renal vein. Migration was unlikely based on the imaging study. Significant tilt was indicated to the right and ventrally with a 18-degree tilt to the right in the coronal plane and a 18-degree tilt in the sagittal plane. A grade 2 perforation was indicated with posterior struts extending 5mm outside the cava wall. Around, three years and one month later, a computed tomography abdomen was performed, identifying the filter at the t12-l1 to superior l2 interspace. A left lateral filter wire was in the proximal left renal vein. Migration was unlikely based on the imaging study. Significant tilt was indicated to the right and ventrally with a 18-degree tilt to the right in the coronal plane and a 15-degree tilt in the sagittal plane. A grade 2 perforation was again indicated with a left lateral strut and posterior struts extending 5mm outside the cava wall and a ventral strut extending 2mm outside the cava wall. A CT scan revealed that the patient had a right lower lobe pulmonary embolism which was very small and likely chronic. Three days followed by that CT scan revealed one of the legs extended into the left renal vein aorta. Following year, CT scan revealed that there is a right lower lobe pulmonary artery thrombosis with no central coronary artery emboli. Around, one year six months later, another computed tomography abdomen was performed, identifying a left lateral filter wire was in the proximal left renal vein. Migration was unlikely based on the imaging study. Significant tilt was indicated to the right and ventrally with a 18-degree tilt to the right in the coronal plane and a 17-degree tilt in the sagittal plane. A grade 2 perforation was again indicated with left lateral struts extending 5mm outside the cava wall and a posterior strut extending 4mm outside the cava wall. Therefore, the investigation is confirmed filter tilt and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately seven years post deployment, CT scan revealed that the patient had a right lower lobe pulmonary embolism which was very small and likely chronic. Three days followed by that CT scan revealed one of the legs extended into the left renal vein aorta. Following year, CT scan revealed that there is a right lower lobe pulmonary artery thrombosis with no central coronary artery emboli. Therefore, the investigation is confirmed for filter limb perforation. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.